Event description:
A journal article was reviewed that contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. Multiple patients were reported to have the lead extracted due to device infection. The leads were successfully removed and the majority of them replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cardiac venous left ventricular lead removal and reimplantation following device infection: a large single-center experience. Journal of cardiovascular electrophysiology. November 1 2012;23(11):1213-1216.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.